Manufacturer narrative:
The actual device in the incident was returned to the manufacturer to be evaluated. The green adapter was noted to be disconnected from the tubing at the tubing insertion point, due to insufficient solvent application. Although no inventory remained on the reported lot, twenty-five unused samples from current inventory were subjected to a pull test of the bonded joints using a tensile force tester. All samples exceeded the minimum joint separation design specification and passed the pull test. The house retain samples for the reported lot were tested for leakage and found acceptable.

Event description:
As reported by the user facility: tubing of extension set separated from t-connector. Pt's IV catheter needed to be restarted. Additional information provided by the user facility indicated that the pt suffered no additional adverse sequele associated with the incident.